Manufacturer narrative:
After further review of additional information received. Event: as reported, the patient underwent placement of trapease inferior vena cava (ivc) filter. Per the medical records, the patient has a history of super morbid obesity, bilateral venous insufficiency, diabetes, hypertension, increased c-reactive protein, need for major abdominal surgery and decreased left ventricular ejection fraction secondary to cardiomyopathy. The filter was deployed at the l2-l3 level in the right orientation and fixation. Per the patient profile form (ppf), the patient has experienced blood clots, clotting and or occlusion of the inferior vena cava. The form states that the product has been in place for more than 90 days and it is too risky to attempt retrieval and future perforation and fracture are likely. The form states that the patient has experienced pain in right groin, back and hip while walking, moving and bending. The patient can no longer sleep on their right side and requires assistance to get out of bed. The patient experiences fear. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of trapease vena cava filter. The filter is still in place. As a result of a malfunction, the patient has or may suffer life-threatening injuries and damages and require extensive medical care and treatment. The patient has or may suffer and will continue to suffer significant medical expenses, extreme pain and suffering, loss of enjoyment of life, disability, and other losses. The patient will require continued close monitoring of the filter, medications to reduce the risks of new blood clots, and may need a risky surgery to attempt to remove the filter. Additional information received per the medical records indicate that the patient has a history of super morbid obesity, bilateral venous insufficiency, diabetes, hypertension, increased c-reactive protein, need for major abdominal surgery and decreased left ventricular ejection fraction secondary to cardiomyopathy. The filter was deployed at the l2-l3 level in the right orientation and fixation. According to the patient profile form (ppf) the patient has experienced blood clots, clotting and or occlusion of the inferior vena cava. The form states that the product has been in place for more than 90 days and it is too risky to attempt retrieval and future perforation and fracture are likely. The form states that the patient has experienced pain in right groin, back and hip. The patient also experienced pain when walking, moving and bending. The patient can no longer sleep on their right side and requires assistance to get out of bed. The patient experiences fear.